Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep responded from follow up sent. Patient is receiving therapy. The patient was reprogrammed on (B)(6) 2021. Electrode impedances were checked and all were within normal limits. He now has a ld (traditional stimulation) program that covers his painful areas. Recharge interval with this program is 7 days. The patient is to follow up with his rep if he needs further programming.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018 , product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 01-aug-2022, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 23-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient fell around (B)(6) 2021 due to a snow storm and had to have his settings higher. The patient noted that he has it as high as he can stand it so that he doesn't get jolted by too high of stimulation. The patient reports that the stimulation is not as effective as it was prior to the fall. The patient had been last programmed on (B)(6) 2019 with high dose stimulation. The patient noted that since then, he had been having to charge daily which is expected as high dose uses more energy. The patient had an x-ray on (B)(6) 2021 which confirmed that the leads had migrated to the top of t9. The original placement of the leads at implant was the top of t8. The patient is meeting with a manufacturer representative for reprogramming on (B)(6) 2021 and to check impedances. The issue has not yet been resolved. Surgical intervention was not yet performed or planned.